Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent snared from patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a pre-dilated lesion in the left main (lm). There was an acute takeoff of the cx. Both the cx and the lm were heavily calcified. During the attempt to cross (dottering), the guide catheter was not co-axial, which resulted in stripping the stent off the balloon. The dislodged stent remained on the guide wire and the proximal stent struts were observed to be flared. A snare was able to capture it, and all devices were removed form the patient together. Ivus was used to confirm there had been no damage to the iliac upon removing all the devices. A 2.75 x 15 mm xience was successfully implanted in the target lesion. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement.